Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified significant ingredient residue on the interior and exterior of the bag; however, no leaks were immediately visible. Functional testing confirmed the reported condition; although, the root cause remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking when manipulated by a pharmacist. The leak was discovered prior to use; therefore, there was no patient involvement or adverse event. No additional information is available.